Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient¿s blood glucose on (B)(6) 2015 was between 481-500 mg/dl with unspecified ketone levels, nausea, and vomiting. The reporter noted the patient was hospitalized for diabetic ketoacidosis and treated with insulin via injection and intravenous fluids. It was alleged the pump failed to alarm for an occlusion issue. No additional information was provided and troubleshooting was not completed. This complaint is being reported because the alleged serious health event was attributed to a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.